Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged headaches and cough.there was no report of patients serious or permanent harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of a cough and headaches. The patient also reports that the device is noisy, and that the unit, power supply or power cord is too hot to touch. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460v01 and was able confirm the presence of degraded sound abatement foam. Manufacturer did not, however, observe any foam particulates in the blower box. Manufacturer confirmed the presence of multiple contaminants in/on the device that were most likely from an external source. Manufacturer was unable to directly investigate the thermal issue reported with the power supply/power cord as these items were not returned with the base unit. Manufacturer did not observe any overheat/thermal issues with the base unit during the duration of the thermal test. Manufacturer is unable to address the patient's symptoms. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.